Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a differences between sensor glucose and blood glucose levels. The customer's blood glucose at the time of event was 2.2 mmol/l. The customer was treated with glucose/carb intake. The event involved product(s) mmt-7040d1. Troubleshooting was performed and and the discrepancy between the sensor glucose value of 6 mmol/l and blood glucose value of 2.2 mmol/l was not within the target range. No further patient complications were reported. Product return for mmt-7040d1 is not expected.

Event description:
Updated summary: per case-(B)(4), customer reported having a low blood glucose and sensor issues. Customer was in the hospital at the time of the call for a different issue unrelated to the pump/diabetes. Customer did not feel okay to troubleshoot for the low. Per current case, customer reported that the pump did not alarm when he was going too low, besides the sensor glucose versus blood glucose issue. There was no hyperglycemia. Customer took paracetamol, which could falsely raise sensor glucose value. Troubleshooting was done for the sensor. Pump was used within 48 hours of the low. It was unknown if smartguard was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.